Event description:
It was reported that a black substance leaked from the micro sagittal saw. Attempts were made to obtain additional info, but they were not successful.

Manufacturer narrative:
The device is available for eval, but has not yet been received by the MFR. A f/u report will be filed when the device has been received and the quality investigation has been completed.